Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 1.712 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. This investigation is ongoing. CAPA-34 was initiated to investigate the root cause of the ground resistance test failure. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 1.712 ohms. The acceptance range for this test is < 0.1 ohm. No patient involvement was reported.